Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy with the scs system. Patient underwent a trial on (B)(6) 2025 with an additional lead. The trial was successful, and further surgical intervention may be pending to address the issue.